Event description:
It was reported that a device embolization occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was being implanted. Transseptal puncture was repeated and performed two times prior to the implant of the 35mm watchman flx closure device. Three to four recaptures of the closure device were attempted before releasing the closure device in the laa after release criteria was deemed acceptable by the physicians. The closure device was fairly compressed, and the physician waited five minutes before full release of the closure device. Immediately following release of the closure device, the closure device tiled and moved to a proximal position in the laa. The position was still deemed acceptable: however, the patient was in sinus rhythm at the time of implant. Thus, each heartbeat moved the closure device more proximally until the closure device embolized out of the laa into the mitral valve. The closure device was percutaneously snared from the mitral valve. The patient was stable following this event. Patient status: no patient complications were reported.

Event description:
It was reported that a device embolization occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was being implanted. Transseptal puncture was repeated and performed two times prior to the implant of the 35mm watchman flx closure device. Three to four recaptures of the closure device were attempted before releasing the closure device in the laa after release criteria was deemed acceptable by the physicians. The closure device was fairly compressed, and the physician waited five minutes before full release of the closure device. Immediately following release of the closure device, the closure device tiled and moved to a proximal position in the laa. The position was still deemed acceptable, however, the patient was in sinus rhythm at the time of implant. Thus, each heartbeat moved the closure device more proximally until the closure device embolized out of the laa into the mitral valve. The closure device was percutaneously snared from the mitral valve. The patient was stable following this event. Patient status: no patient complications were reported.

Manufacturer narrative:
D4: lot number, expiration date - updated. H4: device manufacture date - updated.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. H6: patient codes, impact codes - updated.

Event description:
It was reported that a device embolization occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was being implanted. Transseptal puncture was repeated and performed two times prior to the implant of the 35mm watchman flx closure device. Three to four recaptures of the closure device were attempted before releasing the closure device in the laa after release criteria was deemed acceptable by the physicians. The closure device was fairly compressed, and the physician waited five minutes before full release of the closure device. Immediately following release of the closure device, the closure device tiled and moved to a proximal position in the laa. The position was still deemed acceptable, however, the patient was in sinus rhythm at the time of implant. Thus, each heartbeat moved the closure device more proximally until the closure device embolized out of the laa into the mitral valve. The closure device was percutaneously snared from the mitral valve. The patient was stable following this event. Patient status: no patient complications were reported. It was further reported that the transseptal puncture did not allow the sheath to be positioned coaxially to the laa. The closure device embolized 4 minutes post release. The procedure was performed in the morning and the patient was npo (nil per os). During the recapture of the closure device, the mitral valve was damaged, which was replaced by a biological prosthesis. There is no future plan for snaring the device. The patient underwent the implantation of a biological mitral and tricuspid valve prosthesis and was not discharged as of (B)(6) 2024.